Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of native vessel. (B)(4). W

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. After a trunk-ipsilateral leg component was deployed from the left side, followed by a contralateral leg component being implanted. An intra-procedure angiography was run, revealing that the ipsilateral leg of trunk-ipsilateral leg component unintentionally covered the left internal iliac artery. The procedure was concluded with a wait-and-watch approach taken to the vessel coverage.